Event description:
The service report shows the customer alleged that the 840 ventilator stopped cycling while the device was on a pt. The pt was not harmed or injured. The nellcor puritan bennett customer support engineer (cse) verified the "vent inop" error codes in memory. The cse replaced the analog interface pcb. The unit passed extended self testing.